Event description:
During a procedure using the bipolar handpiece, it was reported device's "lining of forceps broke," and the device stopped working. No additional information was obtained - no patient consequence was reported.